Event description:
Subsequently, additional information was received stating that the daily measurements (dm) gathered over the last few weeks have consistently been out of range. All configurations were tested and the measurements remains out of range. Boston scientific technical services (ts) was contacted by the local sales representative and discussed close monitor and inspection of the entire shocking system. The local sales representative later reported that the system was removed from service with no adverse patient effects.

Manufacturer narrative:
This rv lead has been removed from service and is currently undergoing analysis. This investigation will be updated when analysis has been completed.

Event description:
Additional information received from the clinical engineer states that this lead was removed from service due to a fracture. No additional information received at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned for analysis. A set screw mark was noted on all terminal pins. Leaf spring marks were noted on the terminal ring of the lead. Also noted was the extracting stylet stuck inside the lead. The abrasion sleeve had abraded through, although the trilumen insulation underneath is unharmed and intact. The abrasion is located approximately 11 centimeters (cm) from the terminal pin and appears to be due to lead on lead contact. The lead passed all electrical testing. The x-ray examination on the rate sense coil due to the extracting stylet revealed that there were no fractures.

Event description:
Boston scientific received information that the shock impedances on the right ventricular (rv) lead have increased to greater than 125 ohms. Noise and oversensing was also noted on the rv channel. Boston scientific technical services (ts) was contacted and advised that isometric testing be performed. The local sales representative will discuss this with the physician,

Manufacturer narrative:
At this time the cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in service. Should additional information become available this investigation will be updated.